Event description:
Rn reported the home patient's (hp) transfer set became separated from the hp's peritoneal dialysis catheter's titanium adapter in 2003. The transfer set had been in use for approximately 2 months. Following this incident, the hp experienced abdominal pain and cloudy effluent and was diagnosed with peritonitis 2 days later. The patient received a transfer set change and was treated with vancomycin 1 gm intravenously (IV). Per the rn, the hp has recovered.